Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the keypad buttons were under-responsive. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the reported unresponsive keypad button complaint was not duplicated during investigation. There was no damage found to the keypad cover; all buttons were responsive. The keypad cover was opened; there was no contamination found under the contacts. No intermittent conditions were found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).